Manufacturer narrative:
Additional information: h6 and h10. Section h10: additional information provided that the patient¿s annulus was estimated to measure between 593mm² and 600mm². The access dimensions were exceptionally large and moderately tortuous. The access vessel minimum luminal diameter (mld) measured 11.1 x 12mm. The patient vessels were moderately tortuous and mildly calcified. The native annular calcification was mild with focal lesions x2. The native leaflet calcification was moderate/severe, type 1 bicuspid right/left fusion. The aortic root was mildly calcified. The delivery system was returned to edwards lifesciences for evaluation. The device underwent visual and dimensional analysis. During visual inspection, both longitudinal and radial balloon bursts were confirmed. The distal leg was observed to be bent outward. Missing balloon material was not identified. No relevant functional testing was able to be performed due to the condition of the returned device (balloon burst). During dimensional testing, single wall thickness of the inflation balloon near to the observed burst was measured. Thickness measurements deviating from the specification could contribute to the reported event and/or be indicative of a manufacturing non-conformance. The balloon single wall thickness at all measured locations were within specification. Imagery was provided for review. Review of procedural videos/imagery/photographs were performed, and the following were observed: the balloon burst was noted to be both longitudinal and radial. 3mensio imagery notes annular calcification. During post dilation, at full inflation prior to balloon burst, the right side of the sapien 3 valve frame was noted to be under a local stress point bending it slightly, indicating valve interacting with calcification in the native annulus. During manufacturing of the delivery system, the delivery system and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance that would have contributed to the complaint events. A lot history record review revealed no other similar complaints. A review of complaint history from april 2019 to march 2020 revealed additional product return complaints for the edwards commander delivery system (all models and sizes) for the reported complaint failure modes. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. No potential manufacturing nonconformances that would have contributed to the complaints were identified. A review of the complaint history revealed that the complaint occurrence rate did not exceed the march 2020 control limit for the trend categories. The instructions for use (IFU), the prepping manual, and the device training manual were reviewed for instructions involving device preparation and procedures relating to the complaint event. Per the device training manual, ¿verify the inflation volume with the volume indicated on the y-connector of the delivery system¿. ¿if delivery system balloon ruptures or leaks during deployment without thv embolization: do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). If post-dilation needed, use a new delivery system. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The complaints were confirmed based on the condition of the returned device, but no manufacturing nonconformances were identified during product evaluation. Dimensional inspection of the balloon revealed that the balloon wall thickness was within specification. Reviews of the lot history, complaint history, DHR, and manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to reported event. A review of IFU/training materials revealed no deficiencies. Per the case notes and imagery provided, the patient had significant calcification on the aortic root, native annulus, and native leaflets. This is corroborated in the video provided, as upon full inflation of the balloon during post dilation, the valve frame appeared to be under a local stress point likely due to it pressing against a calcium nodule. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, the post-dilation was performed with an additional 2cc of inflation volume per reported. Excessive fluid used for inflation can also negatively impact the balloon (balloon subjected to higher pressure levels than the rated burst pressure of the balloon). The balloon burst with its altered profile also likely caused the withdrawal difficulty of the delivery system. As the balloon was ruptured, the balloon distal leg would be exposed and more susceptible to being caught on the sheath tip. With additional pull force, the balloon distal leg would have been bent outwards causing the inability to completely retrieve the delivery system/balloon into the sheath. This subsequently would lead to the need of surgical intervention to retrieve the system. As such, available information suggests that procedural factors (inflation balloon with extra volume) and/or patient factors (aortic root, native annulus, and native leaflet calcification) likely contributed to the balloon burst event. Regarding, the withdrawal difficulty, available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to that complaint event. Since the complaint occurrence rate did not exceed the control limit for the applicable trending categories and no edwards defect was identified, no corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure, post deployment of a 29mm sapien 3 valve, the patient's echo revealed mild pvl, and the valve was post dilated with 2cc+ of contrast when the balloon ruptured at max inflation. Despite the balloon rupture, the valve was reported as deployed in a 90:10 aortic position with none/trace pvl. During withdrawal of the burst balloon, the operator met significant resistance. The decision was then made to surgically remove the balloon and repair the vessel (cfa). The vessel was successfully repaired by using a 10mm dacron end-to-end graft. The patient remained in stable condition throughout, however a blood transfusion and vasopressors were required.